Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify unexpected restart alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated she went to her swim class and to take her pump off. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer stated that they had unexpected restart. Customer's blood glucose was 105 mg/dl. Customer was unable to check alarm history due to black screen. Customer reported via phone call they had blank display. Customer's blood glucose at time of incident was 174 mg/dl. Customer pump was exposed to moisture.